Event description:
The doctor stated that the abutment fractured in patient's mouth as doctor was trying to remove it using a hemostat. A portion of the abutment still remained and the doctor was able to remove it with an extractor. The patient was then impressed and the healing abutment replaced. There was no patient injury.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: visual inspection of the returned device determined that a separation (delamination) of the ceramic post from the titanium interface had not occurred, but rather a fracture of the ceramic post. All 43 abutments from this lot have been shipped and this is the only reported incident to date. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.